Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an elective ventricular tachycardia ablation procedure with onsite support, an impella cp was prepared and implanted under the supervision of an abiomed employee. After the pump was started, a high purge flow of approximately 30 ml/hr with no purge pressure was observed. An ¿air in purge system¿ alarm occurred, and venting was initiated; however, the condition did not resolve. The purge cassette was subsequently replaced, after which the device operated without further issues. No patient harm was reported, and the patient was successfully weaned following completion of the ablation.

Manufacturer narrative:
This follow-up MDR is being submitted to document that no device is available for return. This information is consistent with the initial MDR, which indicated that the device was not returned to the manufacturer.